Event description:
Rn used a braun IV catheter to start an IV on the patient. After successfully getting in the vein attempts to thread the catheter was impossible. The sheath was attached to the needle and could not be loosened to advance the jelco. The catheter had to be removed and the patient required an additional stick to get the IV started.======================manufacturer response for IV catheter, safety IV catheter (per site reporter).======================material supervisor made sales rep aware approx 1 week ago.